Manufacturer narrative:
(B)(4).

Event description:
After an ortho case, staff reported a 2nd degree burn on the patients arm near the incision site, measuring 3 inches in length. The burn was treated with antibiotic ointment and sterile dressing. There were no further interventions needed.

Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After an ortho case, staff reported a 2nd degree burn on the patients arm near the incision site, measuring 3 inches in length. The burn was treated with antibiotic ointment and sterile dressing. There were no further interventions needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.